Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in two portions. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During an in clinic follow up, diagnostic imaging was performed and a left ventricular (lv) dislodgement was observed. The lv lead was explanted and replaced to resolve the event. The patient was stable.